Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely foreign material was found in the secondary water supply channel due to an inappropriate or inadequate reprocessing method or handling. However, a definitive root cause could not be determined. The reported issue (insertion part wrinkled) was confirmed and found to be caused by external factors. In addition, service found the zoom function was not working well due to a malfunction of the zoom mechanism. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. There was dirt on the control section, and the control section was damaged. The insulation resistance value at the distal end was out of specification due chipped adhesive on the bending section cover, the adhesive on the bending section cover was chipped, the suction cylinder was scraped, there was dirt on the universal cord, there was water invasion in the electrical connector, there was dirt on the electrical connector, there was dirt on the scope connector, and the scope connector jumpsuit case was difficult to remove. Scratches were observed on the control section, the plastic distal end cover, the switch box, the up/down angulation knob, the up/down angle fixing lever, the right/left angulation knob, the right/left angle fixing lever, the hardness adjustment ring, the control section cover, the grip, the universal cord, and the scope connector due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the insertion part of the subject device was wrinkled. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the secondary water supply channel. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.